Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: during advancement from femoral approach the celect-pt filter stuck in the blue sheath after 1-2cm. The sheath with filter and femoral introducer were removed from the patient and another filter was successfully placed. The blue sheath with the dilator inside, the jugular introducer, the femoral introducer, and the filter were returned. The secondary filter legs were slightly misplaced and removing the dilator from the sheath revealed a severe kink in the sheath at the edge of the hub, thus explaining the reported difficulties in advancing the filter and the femoral introducer. However, the exact reason for the sheath to kink in the proximal end cannot be determined, but the filter legs were likely misplaced during attempt to advance the sticking filter during the procedure or after removal from the patient, when the filter was pushed ¿by applying increased force¿. It is assessed that because any discovered non-conformances were properly dispositioned before qc release, there is evidence that the device was manufactured in compliance with procedures and according to specifications. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that non-conforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k): k233680. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: during the procedure, the filter was stuck in the sheath when it entered the blue sheath for 1-2cm through femoral puncture approach and could not move forward. After stripping the filter out through other reasonable ways, it was found that the filter leg of the filter was seriously deformed. Finally, other brand product was chosen for the procedure and the procedure was completed. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.